Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi, revascularization).

Event description:
It was reported that, approximately 17 months post index procedure, the patient suffered an acute mi and required hospitalization and revascularization. Investigator indicated that the event was not related to the study stent. It was reported that the patient recovered with treatment. No other clinical sequelae were reported. Ref MFR # 9612164201100201, 9612164201100202.

Manufacturer narrative:
(B)(4). Eval results: gi bleed.

Event description:
Clinical evaluations committee have adjudicated that the previously reported mi was in a non target vessel. A non-medtronic stent was implanted in the 1st left posterolateral branch on the same day as the previously reported mi.

Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted during the index procedure; one in the proximal lad and one in the 1st diagonal branch. It is reported that the pt presented in the emergency room suffering from a gastrointestinal (gi) bleed approx 5 weeks post index procedure. There was a colonoscopy performed and the findings were questionable for barrett's disease. It is reported that aspirin and plavix were temporarily held during the colonoscopy and were then resumed. Investigator has indicated that event was not related to study stent or procedures. Pt was taking aspirin and clopidogrel 24 hours prior to the event. It is reported that the pt recovered with treatment. (B)(4).